Manufacturer narrative:
(B)(4). Device evaluated by MFR.: a visual inspection of the device shows a hole was encountered in the lapjoint area of the sheath. Functional inspection was performed. No image appeared in the ilab system due to electrical open at proximal. It was observed that the catheter leaked from the lap joint when it was flushed. Imaging core windup was found within the telescope section of the device. Windup were encountered in the non heat shrink area in the telescope area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 02mar2016 it was reported that lost image occurred. An opticross¿ was used to view the lesion. During the second pullback, lost image occurred. The procedure was completed with another of the same device. No patient complications reported and the patient's status was good. However, device analysis revealed a hole at the sheath lap joint area of the catheter.